Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced a skin reaction with burning sensation, redness, bumps, inflammation/swelling, scar, pustules, pain/ discomfort, an infection and warm to touch at the needle puncture site. The patient reported the sensor had brief sensor issues and the readings were fluctuating from low to 400 mg/dl. The patient also felt pain in the area, and it travelled up his arm. The patient removed the sensor and noticed redness, swelling, burning, hot to touch, pus and infection. The patient tried to squeeze out the pus that had accumulated in the puncture wound. On (B)(6) 2026, the patient visited his doctor and he prescribed oral antibiotic bactrim. The patient also reported a rough scar and bruising that had formed in the puncture wound. The patient will be visiting his doctor again and will be having a test for the skin reaction. At the time of the call, the patient said that skin irritation is improving, however he still feels pain. The skin reaction was treated with prescription oral antibiotic bactrim (800 mg taken 2x a day for 7 days). There was no documentation of further medical intervention. No other details were provided. At the time of the call, the patient said that skin irritation is improving, however he still feels pain. Although the patient described scarring, based on the report date and event date the wound was less than three months old and would therefore still be in the healing phase with no indication of permanent scarring yet. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).